Event description:
The customer reported that the system would not boot up. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The image process computer was replaced and the software was updated. The system was tested and found to be working as intended and put back into service.